Event description:
Customer reported a compact plus system blood glucose result of 417 mg/dl. She washed her hands, retest result was 199 mg/dl within 10 minutes on the same system. Customer reported cold symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.